Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a "shocking sensation" with device use. The device was explanted on (B)(6), 2011. There are no plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).